Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that, at 10:53, a yellow alarm for control unit malfunction occurred during management. The alarm was cleared at 10:56 on the same day. Since then, there have been no control unit fault alarms. Hemodynamic of the patient and impella circulation were not affected. The customer requested a control device inspection after removal, so an automated impella controller (aic) replacement will be shipped and inspected after removal.